Event description:
It was reported that the device exhibited ¿danger¿ alarm/warning after turning it on. The message appeared even after replacing the battery. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed ¿power lost while pump was on¿ alarm message occurred. Functional testing could not replicate the reported issue. The root cause was determined to be a possible defective back up capacitor. The back up capacitor was replaced preventively. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.